Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown. The customer reported that the pump was alarming power error detected. It was reported that they had power error detected recurred within a week of troubleshooting of the previous occurrence. The customer was advised the pump will need to be replaced. The customer refered to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts noted during testing. Insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device passed displacement test, sleep current measurement, active current measurement and selftest.